Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling adhesive of the objective lens was by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition to the findings reported a pinhole in the bending section cover caused water tightness to be lost, the bending section cover adhesive had a chip, the venting connector of the light guide connector was deformed, the video connector was cracked and deformed, the switch button one (1) was dirty, the universal cord had a dent and the bending section cover was scratched. A worn angle wire caused the bending angle in the up direction to not meet specification and a worn forceps elevator lever caused the angle knob torque of the forceps elevator lever a ¿engage¿ exceeded the standard limit. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus, the bending section cover tip on the endoeye flex deflectable videoscope was found with a tear. Additionally, it was reported that there was insufficient light from the light guide lens. Per the customer, autoclave sterilization was performed on the scope. During inspection and testing of the returned device, the objective lens adhesive was peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.